Event description:
An aa4203tl model lens was implanted and removed. The surgeon noted that there was a small defect in the lens - crystals on the center of iol, tried to remove from lens but was unable. The lens was removed with no patient injury. The lot number and model of the injector and cartridge are unknown.